Event description:
A literature article comparing tendril and ultipace leads for left bundle branch area pacing and right ventricular pacing received notes adverse events of cardiac effusion, perforation, infection, acute myocardial infarction, intraoperative cardiac arrest, thrombus, embolism, hemorrhage, pain, stenosis, pocket complications, pericarditis, hemothorax, and pneumothorax and product problems of dislodgement and unspecified device malfunction.